Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no reported adverse impact to customer's blood glucose. Technical support provided customer with an alternate wall adapter and usb cable. No additional information was provided.